Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), g2: foreign: jp this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the light of the wireless recharger (wr) does not turn on, even when the power button is pressed. The battery lamp is also black. Even though the power button is held down the wr does not respond. A reset could not be performed. The battery light blinks up and down when placed in a docking station connected to an outlet. When the power button was held down, it did not respond, and reset could not be performed. The patient called inquiring the scheduled shipment of the replacement wr. The patient said that the neck symptoms are painful, and currently taking the prescribed drugs. Advised to have medical consultation at a medical institution if the symptoms are painful. Additional information was received from the manufacturer representative (rep) that the reported product will be returned to the us right after the replacement is received. However, the schedule is unknown. The patient still possesses the device. Additional information was received reporting the cause of the patient's neck pain was not determined. The issue seems resolved. It is unknown if the ins depleted as a result of the wireless recharger issue. It is unknown if the neck pain caused by or related to the wireless recharger issue.